Manufacturer narrative:
(B)(4). The photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date in 2019 and suture was used. The needle detached from the suture during use. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Device evaluation summary: it was reported that the device had pull off issues. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a detached needle inside of a bag could be observed. However, no conclusion could be reach as the sample was not returned for analysis. According to the photo, the cause not be determined. A manufacturing record evaluation was performed for the finished device batch klh806-8614h and no non-conformances were identified.